Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." This report is number 11 of 11 MDR's filed for the same event (reference 1825034-2013-04802 / 04812 and 02625 / 02626).

Event description:
It was reported that patient enrolled in a clinical study underwent initial total hip arthroplasty on an unknown date. A revision procedure was performed on (B)(6) 2007 to implant a cement spacer. Patient was reimplanted on (B)(6) 2007. Subsequently, patient underwent a revision due to infection on (B)(6) 2008. The head and liner were removed and replaced. A subsequent revision procedure was performed on (B)(6) 2009 due to infection. Revision operative notes from (B)(6) 2009 report a large trochanteric nonunion and fracture and confirmed that a radical debridement occurred and a cement spacer was implanted. Patient underwent a reimplantation procedure on (B)(6) 2009. An irrigation and debridement procedure took place on (B)(6) 2009 due to a nonhealing wound and drainage and no components were removed.